Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the segments displaying an embedded essure') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmatory test". The patient's medical history included pregnancy in 2009. Concurrent conditions included anxiety, back pain, tendency to bruise easily, constipation, gallstones, gastrooesophageal reflux disease, hiatal hernia, migraine, ovarian cyst, gastrointestinal disorder, cervicitis and nabothian cyst. Concomitant products included omeprazole (prilosec) since 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced gallbladder disorder nos ("cholecystectomy/cholecystectomy/gall bladder issue"), 6 years 7 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain lower ("lower left stomach pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), gingival recession ("dental problem/dental problems/gum receding ") and fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/ swelling on the belly "), surgical procedure repeated ("repeat/multiple surgery"), hiatus hernia ("hiartea hernia"), gastrooesophageal reflux disease ("acid reflux"), nephrolithiasis ("kidney stone"), gallbladder disorder ("bad gall bladder"), ovarian cyst ("cyst on my ovaries"), alopecia ("hair loss"), peripheral swelling ("swelling in legs and feet"), vision blurred ("blurry vision"), dyspareunia ("painful intercourse, when I have it "), feeling abnormal ("feels like my inside are falling out/brain fog"), libido decreased ("no sex drive"), breast pain ("breast pain"), pain in extremity ("pain in my arm/ pain upper right thigh"), flatulence ("gas"), constipation ("constipated"), dizziness ("dizziness"), anxiety ("anxiety"), headache ("headache"), hypoaesthesia ("numbness in thigh"), nausea ("nausea"), vomiting ("vomiting"), solar lentigo ("age spots"), vaginal odour ("vaginal odor"), urinary incontinence ("bladder leakage"), back pain ("back pain"), memory impairment ("forgetfulness"), vulvovaginal pain ("shooting pains in my vagina"), depression ("depression"), diverticulitis ("diverticulitis") and tooth loss ("lost 5 teeth some partially fell out and some have fallen whole") and was found to have weight increased ("gained almost, 45 pound"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cholecystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, surgical procedure repeated, hiatus hernia, gastrooesophageal reflux disease, nephrolithiasis, gallbladder disorder, ovarian cyst, alopecia, peripheral swelling, vision blurred, dyspareunia, feeling abnormal, libido decreased, breast pain, pain in extremity, flatulence, constipation, dizziness, anxiety, headache, hypoaesthesia, nausea, vomiting, solar lentigo, vaginal odour, urinary incontinence, back pain, memory impairment, vulvovaginal pain, weight increased, depression, diverticulitis and tooth loss outcome was unknown, the gallbladder disorder nos had not resolved, the abdominal pain lower, vaginal haemorrhage and abdominal distension was resolving and the dysmenorrhoea, menorrhagia, gingival recession and fatigue had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, breast pain, constipation, depression, diverticulitis, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, flatulence, gallbladder disorder nos, gastrooesophageal reflux disease, gingival recession, headache, hiatus hernia, hypoaesthesia, libido decreased, memory impairment, menorrhagia, nausea, nephrolithiasis, ovarian cyst, pain in extremity, peripheral swelling, solar lentigo, surgical procedure repeated, tooth loss, urinary incontinence, vaginal haemorrhage, vaginal odour, vision blurred, vomiting, vulvovaginal pain, weight increased and gallbladder disorder to be related to essure. The reporter commented: plaintiff received treatment for pain, hysterectomy, salpingectomy (bilateral removal of fallopian tubes). It was reported that cyst burst after last pregnancy. Concerning the injury reported in this case the following ones were described in patient medical record confirming, menorrhagia, dysmenorrhea, embedded device concerning the injuries reported in this case, the following one was reported via social media: hiatus hernia, gastrooesophageal reflux disease, nephrolithiasis, gallbladder disorder, ovarian cyst, alopecia, peripheral swelling, vision blurred, dyspareunia, feeling abnormal, libido decreased, breast pain, pain in extremity, flatulence, constipation, dizziness, anxiety, headache, hypoaesthesia, nausea, vomiting, solar lentigo, vaginal odour, urinary incontinence, back pain, memory impairment, vulvovaginal pain, weight gain, depression, tooth loss, gum receding, gallbladder disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: (social media): event tooth disorder pt updated to lost 5 teeth some partially fell out and some have fallen whole, gum receding. Event cholecystectomy pt was updated to gall bladder disorder. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the segments displaying an embedded essure') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmatory test". The patient's medical history included pregnancy in 2009. Concurrent conditions included anxiety, back pain, tendency to bruise easily, constipation, gallstones, gastrooesophageal reflux disease, hiatal hernia, migraine, ovarian cyst, gastrointestinal disorder, cervicitis and nabothian cyst. Concomitant products included omeprazole (prilosec) since 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced gallbladder disorder nos ("cholecystectomy/cholecystectomy/gall bladder issue"), 6 years 7 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain lower ("lower left stomach pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), gingival recession ("dental problem/dental problems/gum receding ") and fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/ swelling on the belly "), surgical procedure repeated ("repeat/multiple surgery"), hiatus hernia ("hiartea hernia"), gastrooesophageal reflux disease ("acid reflux"), nephrolithiasis ("kidney stone"), gallbladder disorder ("bad gall bladder"), ovarian cyst ("cyst on my ovaries"), alopecia ("hair loss"), peripheral swelling ("swelling in legs and feet"), vision blurred ("blurry vision"), dyspareunia ("painful intercourse, when I have it "), feeling abnormal ("feels like my inside are falling out/brain fog"), libido decreased ("no sex drive"), breast pain ("breast pain"), pain in extremity ("pain in my arm/ pain upper right thigh"), flatulence ("gas"), constipation ("constipated"), dizziness ("dizziness"), anxiety ("anxiety"), headache ("headache"), hypoaesthesia ("numbness in thigh"), nausea ("nausea"), vomiting ("vomiting"), solar lentigo ("age spots"), vaginal odour ("vaginal odor"), urinary incontinence ("bladder leakage"), back pain ("back pain"), memory impairment ("forgetfulness"), vulvovaginal pain ("shooting pains in my vagina"), depression ("depression"), diverticulitis ("diverticulitis"), tooth loss ("lost 5 teeth some partially fell out and some have fallen whole and later two additional fell out"), rash papular ("lil bumps"), dermatitis contact ("poison ivy"), tooth fracture ("a tooth chipping away while eating popcorn") and dental caries ("teeth are getting worse") and was found to have weight increased ("gained almost, 45 pound"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cholecystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, surgical procedure repeated, hiatus hernia, gastrooesophageal reflux disease, nephrolithiasis, gallbladder disorder, ovarian cyst, alopecia, peripheral swelling, vision blurred, dyspareunia, feeling abnormal, libido decreased, breast pain, pain in extremity, flatulence, constipation, dizziness, anxiety, headache, hypoaesthesia, nausea, vomiting, solar lentigo, vaginal odour, urinary incontinence, back pain, memory impairment, vulvovaginal pain, weight increased, depression, diverticulitis, tooth loss and tooth fracture outcome was unknown, the gallbladder disorder nos and dental caries had not resolved, the abdominal pain lower, vaginal haemorrhage and abdominal distension was resolving and the dysmenorrhoea, menorrhagia, gingival recession, fatigue, rash papular and dermatitis contact had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, breast pain, constipation, dental caries, depression, dermatitis contact, diverticulitis, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, flatulence, gallbladder disorder nos, gastrooesophageal reflux disease, gingival recession, headache, hiatus hernia, hypoaesthesia, libido decreased, memory impairment, menorrhagia, nausea, nephrolithiasis, ovarian cyst, pain in extremity, peripheral swelling, rash papular, solar lentigo, surgical procedure repeated, tooth fracture, tooth loss, urinary incontinence, vaginal haemorrhage, vaginal odour, vision blurred, vomiting, vulvovaginal pain, weight increased and gallbladder disorder to be related to essure. The reporter commented: plaintiff received treatment for pain, hysterectomy, salpingectomy (bilateral removal of fallopian tubes). It was reported that cyst burst after last pregnancy. Concerning the injury reported in this case the following ones were described in patient medical record confirming, menorrhagia, dysmenorrhea, embedded device concerning the injuries reported in this case, the following one was reported via social media: hiatus hernia, gastrooesophageal reflux disease, nephrolithiasis, gallbladder disorder, ovarian cyst, alopecia, peripheral swelling, vision blurred, dyspareunia, feeling abnormal, libido decreased, breast pain, pain in extremity, flatulence, constipation, dizziness, anxiety, headache, hypoaesthesia, nausea, vomiting, solar lentigo, vaginal odour, urinary incontinence, back pain, memory impairment, vulvovaginal pain, weight gain, depression, tooth loss, gum receding, gallbladder disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. New reporter added. New events ¿lil bumps¿ and ¿poison ivy¿ added. On 23-mar-2020: social media case received. New reporter added. Reported event term tooth loss updated without pt change. New events ¿a tooth chipping away¿ and ¿teeth are getting worse¿ added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the segments displaying an embedded essure') and cholecystectomy ('cholecystectomy') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmatory test". The patient's concurrent conditions included anxiety, back pain, tendency to bruise easily, constipation, gallstones, gastrooesophageal reflux disease, hiatal hernia, migraine, ovarian cyst, gastrointestinal disorder, cervicitis and nabothian cyst. Concomitant products included omeprazole (prilosec) since 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient underwent cholecystectomy (seriousness criterion medically significant), 6 years 7 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain lower ("lower left stomach pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problem") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, cholecystectomy and tooth disorder outcome was unknown and the abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal distension and fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, cholecystectomy, dysmenorrhoea, embedded device, fatigue, menorrhagia, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) concerning the injury reported in this case the following ones were described in patient medical record confirming, menorrhagia, dysmenorrhea, concerning the injuries reported in this case, the following one was reported from patient¿s medical record : embedded device. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received : previously reported event "injury nos" was replaced with "vaginal bleeding" events : menorrhagia, dental problems, dysmenorrhea, bloating , fatigue, abdominal pain lower, cholecystectomy, she did not undergo essure confirmation test ,one of the segments displaying an embedded essure", concomitant condition was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the segments displaying an embedded essure') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmatory test". The patient's medical history included pregnancy in 2009. Concurrent conditions included anxiety, back pain, tendency to bruise easily, constipation, gallstones, gastrooesophageal reflux disease, hiatal hernia, migraine, ovarian cyst, gastrointestinal disorder, cervicitis and nabothian cyst. Concomitant products included omeprazole (prilosec) since 2018. On (B)(6)2009, the patient had essure inserted. On (B)(6)2016, the patient underwent cholecystectomy ("cholecystectomy/cholecystectomy"), 6 years 7 months after insertion of essure. On (B)(6)2016, the patient experienced abdominal pain lower ("lower left stomach pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problem/dental problems") and fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/ swelling on the belly "), surgical procedure repeated ("repeat/multiple surgery"), hiatus hernia ("hiartea hernia"), gastrooesophageal reflux disease ("acid reflux"), nephrolithiasis ("kidney stone"), gallbladder disorder ("bad gall bladder"), ovarian cyst ("cyst on my ovaries"), alopecia ("hair loss"), peripheral swelling ("swelling in legs and feet"), vision blurred ("blurry vision"), dyspareunia ("painful intercourse, when I have it "), feeling abnormal ("feels like my inside are falling out/brain fog"), libido decreased ("no sex drive"), breast pain ("breast pain"), pain in extremity ("pain in my arm/ pain upper right thigh"), flatulence ("gas"), constipation ("constipated"), dizziness ("dizziness"), anxiety ("anxiety"), headache ("headache"), hypoaesthesia ("numbness in thigh"), nausea ("nausea"), vomiting ("vomiting"), solar lentigo ("age spots"), vaginal odour ("vaginal odor"), urinary incontinence ("bladder leakage"), back pain ("back pain"), memory impairment ("forgetfulness"), vulvovaginal pain ("shooting pains in my vagina"), depression ("depression") and diverticulitis ("diverticulitis") and was found to have weight increased ("gained almost, 45 pound"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, surgical procedure repeated, hiatus hernia, gastrooesophageal reflux disease, nephrolithiasis, gallbladder disorder, ovarian cyst, alopecia, peripheral swelling, vision blurred, dyspareunia, feeling abnormal, libido decreased, breast pain, pain in extremity, flatulence, constipation, dizziness, anxiety, headache, hypoaesthesia, nausea, vomiting, solar lentigo, vaginal odour, urinary incontinence, back pain, memory impairment, vulvovaginal pain, weight increased, depression and diverticulitis outcome was unknown, the cholecystectomy, dysmenorrhoea, menorrhagia, tooth disorder and fatigue had resolved and the abdominal pain lower, vaginal haemorrhage and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, breast pain, cholecystectomy, constipation, depression, diverticulitis, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, flatulence, gallbladder disorder, gastrooesophageal reflux disease, headache, hiatus hernia, hypoaesthesia, libido decreased, memory impairment, menorrhagia, nausea, nephrolithiasis, ovarian cyst, pain in extremity, peripheral swelling, solar lentigo, surgical procedure repeated, tooth disorder, urinary incontinence, vaginal haemorrhage, vaginal odour, vision blurred, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, hysterectomy, salpingectomy (bilateral removal of fallopian tubes). It was reported that cyst burst after last pregnancy. Concerning the injury reported in this case the following ones were described in patient medical record confirming, menorrhagia, dysmenorrhea, embedded device concerning the injuries reported in this case, the following one was reported via social media: hiatus hernia, gastrooesophageal reflux disease, nephrolithiasis, gallbladder disorder, ovarian cyst, alopecia, peripheral swelling, vision blurred, dyspareunia, feeling abnormal, libido decreased, breast pain, pain in extremity, flatulence, constipation, dizziness, anxiety, headache, hypoaesthesia, nausea, vomiting, solar lentigo, vaginal odour, urinary incontinence, back pain, memory impairment, vulvovaginal pain, weight gain, depression most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Event of diverticulitis added from (fup 5). Social media received (fup 4)- new event hiartea hernia, acid reflux, kidney stone, bad gall bladder, cyst on my ovaries, hair loss, swelling in legs and feet, blurry vision, painful intercourse when I have it, feels like my inside are falling out, no sex drive, breast pain, pain in my arm/ pain upper right thigh, gas, constipated, dizziness, anxiety, headache, numbness in thigh, nausea, vomiting, age spots, vaginal odor, bladder leakage, back pain, forgetfulness, shooting pains in my vagina, gained almost, 45 pound, depression were added. Reporter information was added. Fup 4 and fup 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the segments displaying an embedded essure') and cholecystectomy ('cholecystectomy/cholecystectomy') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmatory test". The patient's concurrent conditions included anxiety, back pain, tendency to bruise easily, constipation, gallstones, gastrooesophageal reflux disease, hiatal hernia, migraine, ovarian cyst, gastrointestinal disorder, cervicitis and nabothian cyst. Concomitant products included omeprazole (prilosec) since 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient underwent cholecystectomy (seriousness criterion medically significant), 6 years 7 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain lower ("lower left stomach pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problem/dental problems") and fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and surgical procedure repeated ("repeat/multiple surgery"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and surgical procedure repeated outcome was unknown, the cholecystectomy, dysmenorrhoea, menorrhagia, tooth disorder and fatigue had resolved and the abdominal pain lower, vaginal haemorrhage and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, cholecystectomy, dysmenorrhoea, embedded device, fatigue, menorrhagia, surgical procedure repeated, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Concerning the injury reported in this case the following ones were described in patient medical record confirming, menorrhagia, dysmenorrhea, concerning the injuries reported in this case, the following one was reported from patient¿s medical record : embedded device. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event repeat/multiple surgery was added. Outcome of the events dysmenorrhea, menorrhagia, fatigue, dental problems and cholecystectomy were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.